Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had a dark spot that blocked graphics and text and made the touch screen unreadable. Reportedly, the customer fell on the pump and the touch screen became damaged. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.